Event description:
It was reported through the litigation process that six months and twenty-nine days post a port placement for chemotherapy administration, the patient allegedly developed pain associated with the device and diagnosed with methicillin-susceptible staphylococcus aureus bacteremia and bacterial infection. It was further reported that the patient was diagnosed with sepsis and septic shock resulting from the defective infected port and the port was removed. Reportedly, patient was expired due to septic shock and mssa bacteremia directly resulting from the defective implanted port catheter.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos and no medical records were provided for review. Therefore, the investigation is inconclusive as no objective evidence was provided for review. Furthermore, the patient's pain, bacteremia, bacterial infection, sepsis, septic shock, and death alleged in the complaint cannot be confirmed. A definitive root cause for the reported issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that six months and twenty-nine days post a port placement for chemotherapy administration, the patient allegedly developed pain associated with the device and diagnosed with bacteremia and bacterial infection. It was further reported that the patient was diagnosed with sepsis and septic shock resulting from the defective infected port and the port was removed. Reportedly, patient was expired and the cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.